Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During evaluation it was determined that the initial reported condition of the device could not connect to the coupling device was not confirmed. Therefore, the assignable root cause was not determined. However, the malfunctions found during service and evaluation have been confirmed. The assignable root cause was determined to be due to component failure. UDI (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor device had insufficient/low power. It was noted in the service order that the device could not be connected with the speed reducer device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.